Manufacturer narrative:
(B)(4): on examination, the keypad was noted to be lifting and peeling on the edge next to the up arrow and down arrow buttons with the button contacts exposed. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. On testing, the up arrow and down arrow buttons had intermittent response and required multiple presses to evoke a response. The ok and contrast buttons were responsive. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons.

Event description:
On (B)(6) 2012, the reporter contacted animas and stated that the up arrow and down arrow keypad buttons became intermittently unresponsive two months ago. The reporter indicated that the keypad was peeling up and was glued back down. The keypad unresponsiveness allegedly occurred prior to the keypad peeling. The patient reportedly wore the pump attached to a belt and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.